Event description:
It was reported to depuy acromed that 4 moss miami stainless steel polyaxial screws were broken at the base of the screw head (tulip). According to the complainant, the pt suffered a fall and developed pain. Revision surgery revealed that there were 4 broken screws. The screws were removed and the surgeon replaced the screws with bone and additional screws. The pt suffered no pain until the fall occurred. There were no other adverse consequences to the pt. A dimensional analysis was performed and all 4 returned screw shafts and heads conformed to specifications. A material assessment was performed using a scanning electron microscope and all 4 screws conformed to specifications for stainless steel. No material defects were observed. The most likely cause of the event is excessive force placed on the screws due to the pt's fall. No further action can be taken at this time.